Event description:
A patient had enteryx procedure procedure in 2005. A total of 8cc was injected intramuscularly and 2.1cc was injected submucosally. Patient experienced pain (epigastric, chest, shoulder, neck, and back) and pressure and mild dysphagia post-procedure. Patient experienced an upper respiratory infection in about 2 weeks later and was reported to have received 3 rounds of antibiotics after the procedure. A CT chest done in the same day whowed a high density material in the wall of distal esophagus as well as outside the wall in the mediastinum and alsong the gastrohepatic ligament which was reported as representing the recent enteryx injection. An esophogram in about 5 weeks later was negative. A cxr was negative for material clsoe to vital organs. The patient was still complaining of chest pain. Patient experienced hemophtysis on the 2nd day. The physician attributed it to an anti-inflammatory agent. A follow-up CT done in the following day showed interval increase in the amount of extravasation of the high density material into the adjacent azygoesophageal recess of the right lower lobe below the right lower lobe pulmonary vein, and associated fluid collection within the lung compatible with inefection (pneumonia). There were several small fragments of the high density material seen in very close proximity of some of the bronchi in the right lower lobe. A bronchoscopy done on the 3rd day was negative. Patient reported coughing out dark material around 10 days later which was reported to be enteryx material from the lab analysis. A follow-up high resolution CT done on the second day showed interval increase in rightward extension of tantalum in the right inferior pulmonary ligament with extension to the region of the right lower lobe posterior basal segment bronchus. There was consolidation noted of the posterior basal segment of the right lower lobe. The patient is reported to be in good condition and continuously improving as of today.